Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell underweight, crease fold, wear abrasion and device appearance (observed 40 mm dark patch edge material inside gel device). A microscopic analysis was performed which identify a sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the anterior side assessed as unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported that following an MRI test, the patient has a suspected rupture for the left side. The device has been explanted and replaced.

Event description:
Healthcare professional reported that following an MRI test, the patient has a suspected rupture for the left side. The device has been explanted and replaced.